Event description:
Malfunctioning ICD with inappropriate vf therapy. Numerous ICD discharges-abnormal lead impedance consistent with conductor failure. In the two weeks prior to event pt fell over a log while fishing. Uncertain if the fall was the cause of lead fracture.